Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implants 450cc and experienced bilateral rupture, bilateral capsular contracture baker grade IV, and a tingling sensation. A breast mass was found on the left side via mammogram after patient reported a lump to her physician. The patient underwent a core needle biopsy and a breast cyst was discovered. The results were negative for malignancy. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 475cc, catalog number 3504754bc, lot number 7704869, serial number (B)(4) (r) and (B)(4) (l) on (B)(6) 2019.

Manufacturer narrative:
Corrected data: the following information was erroneously omitted from the initial report submitted on 8/1/2019: on 7/2/2019, the mentor failure analysis lab received the device for evaluation. Additional information: device evaluation summary: during visual evaluation of the device it was observed to be ruptured also a crease was observed within the ruptured. No other anomalies were discovered. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).